Event description:
Difficulties were encountered during withdrawal of this esophageal balloon from the scope following a pyloric dilatation procedure of a very tight stricture. This was the second balloon used during the procedure. The balloon and scope were removed as a unit without incident. The procedure was completed and the pt was discharged to home. Several days post procedure, the pt returned and a dissection of the pylorus was noted. Surgical repair of the dissection was successful. The pt's condition is stable. No further details regarding the circumstances surrounding this event are available. The device was received, evaluated and retained by this MFR. The engineering eval indicated the device was received in two pieces. The distal portion of the catheter shaft was cut 13.5cm from the distal tip. The balloon itself did not appear to be damaged and was within specification. Due to the condition of the device, a full eval could not be performed. Follow up indicated fluid remained in the balloon upon withdrawal attempts. Following removal of the device and scope as a unit, the catheter shaft was cut in two to facilitate removal from the scope. The pt's stricture was considered to be a tight pyloric stricture. The resultant laceration/dissection was believed to be due to the procedure rather than the device. Therefore, co does not attribute this event to the device. Co's directions for use state: "to deflate completely, maintain view of the colored catheter proximal to the balloon as a vacuum is applied using the inflation device. Do not pull back on the catheter until deflated completely...if excessive resistance is felt, remove the endoscope and balloon catheter together as a complete unit to prevent damage to body tissue, the catheter or the endoscope."